Manufacturer narrative:
H11: a complaint database review was performed and identified that unit was manufactured in 2012 and no other similar event was reported since its installation. No adverse and concerning trends about the reported failure mode have been triggered by periodical complaints statistical analysis. Based on investigation results of previous similar complaints, the potential root causes of the pump block could be: - damage to the motor ball bearing due to corrosion caused by the environment in which the pump is located with the contribution of the disinfection procedure and / or - bush abrasion due to shaft misalignment. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the heater-cooler system 3t . The patient pump 2 has been replaced, the preventive maintenance completed and the system is now working. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the 3t heater cooler device showed the in pump 2 most likely error code e-22 (pump 3 is blocked) during cleaning of device. There was no patient involvement.